Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to recognize batteries) was confirmed. Upon investigation the charger/modem was unable to recognize a battery. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, y1 crystal oscillator on the bedside pca was open. The root cause for u104 and u1003 failure and the open y1 oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a battery charger/modem and reported that it was unable to recognize a battery pack.